Manufacturer narrative:
Cmo inspected retained lot 60805c, no abnormalities were found during testing.

Event description:
Direct customer henry schein relayed a complaint from a customer that the insulin syringes 831365 lot 60805c were difficult to control the amount of botox being dispensed through the syringe.

Event description:
Direct customer henry schein relayed a complaint from a customer that the insulin syringes 831365 lot 60805c were difficult to control the amount of botox being dispensed through the syringe.

Manufacturer narrative:
Initial trend analysis for lot 60805c was conducted, no malfunctions were found. This is the only complaint for lot 60805c.